Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ interlink ext 2 adapter line leaked. No serious injury or medical intervention was reported.

Event description:
It was reported that bd interlink ext 2 adapter line leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
Originally the manufacturing location was unknown, however the following now applies to the manufacturing location: the manufacturing location for this product is baxter. This site is an OEM manufacturing site. Therefore, (B)(4) has been listed in sections and the (B)(6) FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
Investigation summary: the connection site between the injection site and the chemical inflow side luer was broken and it was confirmed that part of the male luer of the injection site remained adhered to the chemical inflow side lure. The injection site of this product and the connection part of the chemical inflow side lure are glued and fixed. In the manufacturing factory, a total leak test is carried out during the course of the stroke, and when there are cracks or breaks in the connecting portion, it is discriminated as a defective item and discarded, so that an excessive load is applied during use, the injection site is damaged , it was speculated that it was bleeding. A review of the device history record could not be performed as a lot number was not provided for this incident.

Event description:
It was reported that bd¿ interlink ext 2 adapter line leaked. No serious injury or medical intervention was reported.